Event description:
A journal article was reviewed that contained information regarding this device and lead. The patient had experienced inappropriate shocks. There was t-wave oversensing noted. The oversensing continued despite a new pace/sense lead being implanted. The device was explanted and replaced and the oversensing and inappropriate shocks were eliminated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "t-wave oversensing and inappropriate shocks: a case report." Europace. 2008. Volume 10, issue 5, p552-555. Concomitant product: product ID mdt-ICD. (B)(4).